Manufacturer narrative:
This MDR related to the pu(B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 680 mg/dl. The customer had symptoms such as slur speech. The customer was hospitalized on (B)(6) 2017 at (B)(6) hospital. Customer declined to troubleshoot for high readings. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.

Event description:
Customer reported via social media that they were having issues with the insulin pump and sensor. Customer went to the hospital with a blood glucose of over 700 mg/dl while sensor glucose reading was 240 mg/dl. Customer was contacted to get details of hospitalization. The customer mentioned that their blood glucose was in the 600 mg/dl range and dropped to 40 mg/dl range. Blood glucose was in the 600 mg/dl range again the following day. The customer was hospitalized on (B)(6) 2017 (B)(4) hospital. Customer's blood glucose was 680 mg/dl at the time of the incident and was having a slurred speech. Customer was treated with insulin via intravenous. Customer was wearing the device at the time of admission. Customer declined troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.

Event description:
Customer reported via social media that they were having issues with the insulin pump and sensor. Customer went to the hospital with a blood glucose of over 700 mg/dl while sensor glucose reading was 240 mg/dl. Customer was contacted to get details of hospitalization. The customer mentioned that their blood glucose was in the 600 mg/dl range and dropped to 40 mg/dl range. Blood glucose was in the 600 mg/dl range again the following day. The customer was hospitalized on (B)(6) 2017 at (B)(6) hospital. Customer's blood glucose was 680 mg/dl at the time of the incident and was having a slurred speech. Customer was treated with insulin via intravenous. Customer was wearing the device at the time of admission. Customer declined troubleshooting. The insulin pump will not be returned for analysis.